Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aneurysm approximately 1 months ago. Aneurysm and vessel morphology was not reported. The stent graft was implanted successfully; however, there was an unk type of endoleaks seen on follow-up thought to be a type ii. The pt was brought back for eval and to perform intervention if needed. Upon eval, the 3rd component appeared to have had a bare metal spring deployed in the misaligned position and the overlap was inadequate (type iii endoleak). A distal main talent stent graft was inserted to cover the misaligned area and address the inadequate overlap; however, the distal portion did not fully expand and was not opposed to the vessel wall (wind sock effect) (see MDR report# 2953200-2009-01085). A reliant balloon was used to expand the graft. When the balloon was inflated, the blood pressure caused the balloon and graft to move down. Another distal main talent stent graft was successfully implanted and covered the inadequate overlapped area. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: endoleak. Other (lack of info). Conclusion: other (lack of info). Other (required secondary intervention). Other (misaligned deployment).